Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. The customer had already received a pump replacement, and the issue did not recur after the reset.